Manufacturer narrative:
The ge service rep adjusted ps1 5v output to 5.10v at ffb pcb. He replaced the power supply and adjusted output to 5.10v. System operates as intended.

Event description:
The customer reported the system locked up. The tech saw in error 'system error' on workstation monitor. They rebooted system and it worked ok after that. The case was completed successfully and no pt injury occurred.